Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not received in the postmarket surveillance lab for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation ablation procedure, a perforation of the inferior vena cava (ivc) occurred. A viewflex xtra ice catheter was inserted with difficulty through a short 10f introducer in the right femoral vein. The short introducer was replaced with a 10f long introducer; however, difficulty was encountered when advancing and steering the catheter. Contrast was injected and staining was noted at the ivc or below the ivc. The patient remained stable and a new ice catheter was inserted in the right femoral vein. The procedure continued to transseptal puncture and the patient's blood pressure became labile. A balloon was inserted to seal the perforation in the area of the ivc, which stabilized the patient. A blood transfusion was performed and the case was ended with no further intervention required.